Manufacturer narrative:
Unit alarmed no delivery outside of specified range during occlusion test due to faulty force sensitive resistor.

Event description:
Customer was hospitalized for high blood glucose levels. Troubleshooting was performed and pump passed the prime test. Tubing clam[p was not available to perform the high pressure test. Md requested to have the pump replaced.